Event description:
The caller reported a malfunction in the pump. There was no adverse impact to the customer¿s blood glucose level. The customer had not previously reset the pump for this malfunction, so the cts provided pump reset information and assisted the caller with the reset instructions. No additional patient or event information was available.